Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he kept receiving no delivery alarms. They tried to do the displacement test but they were unable to get past the fill tubing. The reservoir would go up and stop and then they would have to press the button again but it would stop. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window and cracked reservoir tube lip.